Event description:
It was reported that during a peripheral treatment procedure, vessel damage occurred. The 99% stenosed 5 cm lesion lesion was located in a right forearm shunt. Initially the shunt was dilated with a 4.00mm/1.5cm/140cm flextome peripheral cutting balloon (pcb). The balloon ruptured during the first inflation at 10 atms. Angiography was able to confirm that contrast media was leaking near the lesion. At this time, a 4.0mm by 4.0cm symmetry balloon was used for dilation. The leak near the lesion was eventually stopped. The next day the shunt was used to perform dialysis. However, three days later when the shunt was again used for dialysis, the shunt was occluded due to thrombus. At this point the physician created a new shunt. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., (B)(4). Device evaluated by manufacturer: the returned device was attached to an inflation unit. Positive pressure was applied when a leak was noted. A further microscopic examination identified a balloon pinhole 5mm distally from the proximal end of a blade. There was no damage to the blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the vessel damage that occurred was a perforation. Once the shunt surgery/revision was performed, there was no further issues with the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).